Manufacturer narrative:
The information provided indicates the patient underwent pdc removal due to continued pain and radicular symptoms. There was no indication of a device problem or malfunction. This information as well as previous complaints of this type led to a determination that an MDR submission is required. No other ous submissions are required. DHR review could not be completed as synthes was the manufacturer of the device and the DHR was not available from them for review. Complaint trending found the rate of complaints for this type to be remote probability for removal. The risk assessment found the risks of this complaint are identified per the pdc dfmea. The device was not returned for evaluation per hospital policy. The investigation could not determine a cause for this complaint. The cause for this complaint is unknown. This submission is for 1 of 1 devices involved in this event.

Event description:
A patient underwent revision and removal of a prodisc c at c4/5. The date of implantation is unknown but occurred a few years ago. The patient initially did well with the implant but within the last year experienced the onset of neck pain and radicular symptoms. The implanting surgeon observed instability in the cervical spine. There is no indication of a malfunction of the device and the device appeared to be in good a position. The surgeon did not believe the patient pain is caused by the device. Patient exhibited instability at the operative level and systemically exhibited scoliosis. The surgeon replaced the pdc device with a fusion cage and plate. The removal was completed on (B)(6) 2022 with no complications.